Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system, catheter was returned for analysis. A visual examination found stent struts on the distal end were pulled distally and proximal stent struts were lifted from the crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-dec 2020: it was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, due to the resistance it was failed to cross the lesions. The procedure was completed and that the patient was fine. However, returned device analysis revealed stent damaged.